Event description:
It was reported that a patient presented to clinic for follow up. Device interrogation revealed oversensing noise on their right ventricular (rv) lead. On (B)(6) 2022, the physician elected to cap and replace the rv lead. The patient was discharged from the hospital after the procedure.

Event description:
It was reported that a patient presented to clinic for follow up. Device interrogation revealed oversensing noise and insulation breach on their right ventricular (rv) lead. On 14 feb 2022, the physician elected to cap and replace the rv lead. The patient was discharged from the hospital after the procedure.